Event description:
Consumer reported complaint for error message (e-0). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer and produced e-0 error message using true metrix air meter. Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 06/30/2027 and per the customer the open vial date is 02/18/2026.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to get blood work done due to the e-0 error messages obtained and the hematocrit levels. Test strips were not returned- customer returned an empty vial of true metrix strips. Meter was returned - product evaluation in-process. Note: customer contacted manufacturer on (B)(6) 2026 - customer's wife advised that she took customer to get blood work done due to the conversation she had with the tech regarding the e-0 and the hematocrit levels. Caller stated replacement products resolved initial concern.